Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired after an implant duration of zero days, on the operation table as per daughter's call. The reason for death is unk. No further details were provided. Info learned from implant pt registry.